Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Information was received stating that a presentation titled "bio glue embolus to popliteal artery after ascending aortic dissection repair" is scheduled to be held on (B)(6) 2013 at midwestern vascular surgical society's annual meeting. The title suggests that an adverse event occurred with bioglue.

Manufacturer narrative:
A presentation entitled bioglue embolus to popliteal artery after ascending aortic dissection repair was given at the (B)(4)annual meeting. Additional information revealed that the presentation involved a single case in which bioglue was previously used in a type a dissection repair as well as a fem-fem crossover. The patient presented complaining of leg pain. The surgeon found what appeared to be a sample of bioglue in the leg, which could be due to a re-entry point from the dissection repair. The presenters focused on proper application of bioglue and stated that the patient is doing well at the dissection repair site and overall is doing fine six months after the case. A clinical review was performed. Based on the information available at the time of this report, it is evident that bioglue entered the true lumen, embolizing to the popliteal artery as a result of bioglue entering the true lumen. The most likely cause of bioglue entering the true lumen is inadequate protection of the true lumen which allowed bioglue to enter the true lumen distally through a re-entry point. Although less likely, it is also possible that the bioglue syringe and applicator tip were passed over the opening of the true lumen, allowing bioglue to drip into the true lumen; however, based on the perceived amount of bioglue recovered from the popliteal artery, the former explanation is more likely the cause of the observed event. Protection of the true lumen through a distal re-entry point can be achieved by inserting a balloon catheter into the true lumen to define the distal terminus during obliteration of the false lumen. A medical review of this event was performed. It was noted in the review that a thromboembolism consisting of bioglue had been confirmed via histologic analysis. This is recognized as a potential complication and protective measures should be employed to prevent entry of bioglue into the true lumen; this point was also made by the authors during the presentation. Multiple precautions and warnings addressing this potential complication are in the product's instructions for use. This presentation provides educational value for those surgeons intending to utilize bioglue in cardiovascular surgical procedures.

Event description:
Information was received stating that a presentation titled "bio glue embolus to popliteal artery after ascending aortic dissection repair" is scheduled to be held on (B)(6) 2013 at midwestern vascular surgical society's annual meeting. The title suggests that an adverse event occurred with bioglue.